Event description:
It was reported that the nav-ring failed. Not in use, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
While performing preventative maintenance (pm), the customer found a failed nav-ring.

Manufacturer narrative:
Upon further investigation, the customer responded that they did not have a complaint and were requesting assistance with scheduling the nav-ring recall. Therefore, this complaint no longer meets reportability requirements.